Event description:
It was reported by the clinician that review of the remote monitor transmission noted that the magnet electrogram appeared the same as the non-magnet electrogram and that it was unable to be determined if there was ventricular capture or loss of capture. It was further reported that there were high ventricular lead thresholds. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event and the clinician reported the patient rarely required pacing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).